Event description:
It was reported that a pt was on cardiohelp and went to the operating room for a procedure. During the procedure the delta p began to steadily rise and clot was noticed in the oxygenator. The pt was placed on a new hls system with no adverse effect. According to the chief of perfusion the pt was in a hyper-coagulable state which caused the issue. (B)(4).